Event description:
It was reported that the pulse generator exhibited a telemetry anomaly during preparation. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Final analysis found that the pulse generator exhibited no telemetry, due to a depleted battery.